Event description:
It was reported that the patient experienced sudden onset of left sided facial pain and the pain is constant with waves of exacerbation. The pain is over lateral jaw radiating up into the face and down into the chest. The vns was checked and all values were within normal limits. All outputs expect for magnet mode was disabled and the pain was relieved to some degree. Additional information received noting that the reported jaw and chest pain were related to stimulation. Also, it was reported that the patient underwent a full revision due to lead discontinuity. During the surgery a lot adhesions were seen around the electrodes which were dissected and a new lead was implanted and the impedance was within normal limits. The suspect device has not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received that the lead revision was warranted as no fracture was identified on the x-ray but the patient was experiencing pain at the electrode site. It was also noted that no obvious lead fracture was visualized by the surgeon. There was no true lead fracture.

Event description:
The explanted generator and lead were received and underwent product analysis. There were no performance, or any other type of adverse conditions found with the pulse generator. The lead fracture allegation was not confirmed. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. One set of setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead at one point in time. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Based on the product analysis review, high lead impedance was observed on 9/17/2024 while the device was still implanted. The full lead was returned and a lead fracture was not duplicated in the pa lab and it was confirmed that the lead was fully inserted into the generator. Based on the information received that there was a lot of adhesions around the electrodes found during the revision surgery, it can be assumed that the high impedance was caused by fibrosis.